Manufacturer narrative:
1 device that was originally coded as communication with the customer was found that it was evaluated in the field and the issue was confirmed. MDR/mir codes have been updated to reflect this.

Event description:
No new information.

Manufacturer narrative:
In accordance with the ¿final guidance on medical device reporting for manufacturers¿ issued on november 7, 2016, stryker medical will no longer report the hazard of zoom suddenly stops for our stretcher lines (product code ink), as this hazard has not caused or contributed to any serious injuries in at least two years. The last serious adverse event manufacturer report #0001831750-2023-00313 was originally submitted on march 14th, 2023. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Event description:
No new information.

Event description:
The report now summarized 12 events, instead of 13.

Manufacturer narrative:
1 device was determined the device experienced no zoom power/drive function, which is not reportable. Section h codes have been updated.